Manufacturer narrative:
Product analysis: no damage evident to the distal tip. Damage evident to the stent with several bunched, raised and deformed stent struts. The stent was positioned on the balloon between the marker bands as per specifications. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician was attempting to use a resolute onyx rx drug eluting stent to treat a lesion in the obtuse marginal with moderate calcification, 90% stenosis and severe tortuosity. Device was inspected prior to use, no issues noted. No difficulties noted when removing the protective sheath. Stent was inspected post removal of the protective sheath, no issues noted. Lesion was pre-dilated. Resistance was noted advancing to the lesion. It is reported that the stent did not cross the lesion. Device did not pass through the stent or cell of a previously deployed stent. The physician carefully removed the des from the patient. Post-procedure patient status: the patient feels fine. No health consequences due to incident and no complications. The device was returned to the manufacturing facility for analysis during which stent deformation was noted. Please note that this device, resolute onyx, is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.